Event description:
It was reported that during a gastric band procedure, when pulling the band around the retro gastric tunnel, the tubing snapped off the band where they both join. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Strain relief damaged at the band tubing connect to band/balloon the band/balloon with 60cm of catheter and the one-way valve and one piece of catheter with one-way valve were returned. Upon visual inspection, it was observed that band/balloon was returned damaged on the snorkel side. There was a total separation between the catheter and the band. There was no damage was observed on the band/balloon. A leak test was performed on the balloon with a successful result; no leak was found. Review of the product's instructions for use (IFU) indicates that the IFU cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. A device history record (DHR) review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution, therefore it is unlikely that a manufacturing issue contributed to this issue.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.